Manufacturer narrative:
Reported phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. Troubleshooting was unable to resolve the issue. During troubleshooting manufacturer was unable to turn stimulation back on after turning it off. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.